Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n499997, implanted: (B)(6) 2014, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4)

Event description:
The patient reported that she was in the hospital several months ago due to cellulitis (gradual onset) and was prescribed intravenous dilaudid. The patient noticed nausea and vomiting with a sudden onset. The patient wanted no more dilaudid before being discharged from the hospital. The indication for use was spinal pain. The cause of the symptoms and diagnostics performed were unknown. Actions/interventions taken and the patient's outcome were unknown. Drug information on the medication being delivered by the system was unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.